Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was in inactive mode. A technical support specialist (tss) corrected the patient profile to active and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower when user tried to pull medication for a patient, the ID it was not showing at the cabinet, the pharmacy stated that the patient was still active but shows inactive. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.